Event description:
It was reported to boston scientific corporation that a wallstent enteral stent was implanted in the colon during a colonic stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 20 mm with no band, mild tortuous, no calcification, and with 100% stenosis lesion. The physician noted that there was difficulty crossing the lesion during insertion of the device. No other issues were noted during the stent placement procedure on (B)(6) 2014, it was noted that the stent migrated. The physician removed the stent and the procedure was completed by using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Reported event of stent migration. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A deployed stent only was returned for analysis. A visual examination of the returned device found that the stent wires were severely damaged and uncrossed at each end. The stent damage most probably occurred during removal of the stent. The stent was fully expanded and measured 22mm in diameter. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Stent migration is listed in the dfu for this product as a potential post stent placement complication related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallstent enteral stent was implanted in the colon during a colonic stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 20 mm with no band, mild tortuous, no calcification, and with 100% stenosis lesion. The physician noted that there was difficulty crossing the lesion during insertion of the device. No other issues were noted during the stent placement procedure on (B)(6) 2014, it was noted that the stent migrated. The physician removed the stent and the procedure was completed by using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.